Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found to have electrical and fiberoptic defects leading to error 319. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the error 319 appeared on the endoscope controller at startup. The procedure was completing as planned with no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.